Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device presented to the hospital upon hearing tones. Upon interrogation, it was found that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. During the interrogation, high out-of-range right ventricular (rv) lead shock impedance measurements and inadequate right atrial (ra) lead sensing were also observed. An x-ray was obtained indicating a potential connection issue with the rv lead and the ra lead was confirmed fractured. A revision procedure was performed wherein the device was explanted and replaced. Additionally, the ra lead was surgically abandoned without replacement due to the patient's chronic atrial fibrillation (af) and the rv lead was connected to the new device. Shock impedance measurements were found within normal limits when tested with the new device. Following completion of the procedure, an x-ray was performed to assess the implanted leads and connections. At this time, some damage to the left ventricular (lv) lead insulation was found; however, as all measurements remained within acceptable limits and no impact to therapy was observed, the physician elected not to reintervene. No adverse patient effects were reported.